Manufacturer narrative:
No product has been returned for evaluation as product remains in situ. No radiographs or images were provided to confirm the alleged event. As per surgeon he did not consider the root cause to be related to any of the nuvasive devices utilized during the procedure nor were there any nuvasive devices revised or removed during the surgical intervention procedure. The patient reportedly recovered well post-surgical intervention. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves; vertebral artery injury; pulmonary emboli..." "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..."

Event description:
On (B)(6) 2018 a patient underwent a corpectomy with a vertebral body replacement procedure at the t12 level. Post-operatively a hemothorax was identified and required an emergent procedure where a vascular surgeon completed an intercostal artery repair. No product malfunction alleged.